Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure, dissection occurred. Access was obtained via the femoral artery. The target lesion was located in the concentric and de novo, non calcified and mildly tortuous, 4.0x14mm left main (lm) to left anterior descending artery (lad). The lesion was crossed with a non bsc guide wire and dilated with an unspecified balloon. A 4.00x16mm promus element stent delivery system (sds) was then advanced to the target lesion. After deploying the promus element stent, the physician observed a dissection at the ostium of the left circumflex branch. The dissection was treated by covering it with a 3.0x12mm promus element stent. The procedure was completed with no additional patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).